Manufacturer narrative:
Additional information: imdrf annex a, b, c, d and g grid, manufacturer narrative (shr updated). A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had air in line error. There was no patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15aug2017 the review was performed from the date of manufacture to the present date 02apr2021 a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had air in line error. There was no patient involvement.